Event description:
An infusion pump with failure code 599. The event was reported to have occurred during biomed tesing. No record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported.